Manufacturer narrative:
During attempted withdrawal of a 14mm x 40mm 80cm s.m.a.r.t. Control self-expanding stent (ses) delivery system, the distal portion of the stent was prematurely deployed inside of a 7f 25cm non-cordis catheter sheath introducer (csi). The entire device was able to be removed from the non-cordis csi and another 14mm x 40mm s.m.a.r.t. Ses was successfully inserted and implanted to complete the procedure. This was during a procedure to treat a 95% stenosed lesion in the right common iliac artery which had severe calcification and did not show signs of tortuosity. A 6f 25cm non-cordis csi was inserted from the right inguinal artery. A non-cordis .014 guidewire was used for the procedure without issue and was able to cross the lesion. A 3mm x 2cm balloon non-cordis balloon catheter was used for pre-dilation of the lesion, followed by the use of a 6mm x 2cm non-cordis balloon catheter, and a 10mm x 2cm non-cordis balloon catheter. There were no reported issues during the use of the non-cordis balloon catheters. The 6f 25cm non-cordis csi was then replaced by the 7f 25cm non-cordis csi which was advanced past the lesion. The initial 14mm x 40mm 80cm s.m.a.r.t. Control ses delivery system was then inserted and advanced towards the lesion. It was then decided to remove the 14mm x 40mm 80cm s.m.a.r.t. Control ses delivery system to perform an angiogram. Upon removal of the delivery system, the stent was prematurely deployed inside of the csi. The device was stored, handled, and prepped per the instructions for use (IFU) and there was nothing unusual about the delivery system prior to use. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background was clearly visible. When removing the device from its tray, it was confirmed that the stent was still constrained within the outer sheath. There was no difficulty flushing the stopcock or the delivery system itself. Information regarding the patient's age and weight, possible tracking difficulty, percentage of stenosis after pre-dilation, locking pin placement, possible stent interference with the y-connector, and how much of the stent was prematurely deployed was requested but was not available. There was no reported injury to the patient. The device was not returned for analysis. A product history record (phr) review of lot 18024320 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Without the return of the device for analysis the reported ¿stent delivery system (sds)-ses~ deployment difficulty - premature/in patient - during withdrawal¿ was not confirmed. It is difficult to draw a clinical conclusion between the device and the event based on the information available. However, it is probable that procedural and or handling factors such as the user¿s interaction with the device during withdrawal may have contributed to the reported event. According to the instructions for use ¿if resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to stent or system. If resistance occurs during movement through the sheath, carefully withdraw the stent system.¿ neither the phr review nor the information available suggests a design or manufacturing related cause could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.

Event description:
As reported, during attempted withdrawal of a 14mm x 40mm 80cm s.m.a.r.t. Control self-expanding stent (ses) delivery system, the distal portion of the stent was prematurely deployed inside of a 7f 25cm non-cordis catheter sheath introducer (csi). The entire device was able to be removed from the non-cordis csi and another 14mm x 40mm s.m.a.r.t. Ses was successfully inserted and implanted to complete the procedure. There was no reported injury to the patient. This was during a procedure to treat a 95% stenosed lesion in the right common iliac artery which had severe calcification and did not show signs of tortuosity. A 6f 25cm non-cordis csi was inserted from the right inguinal artery. A non-cordis .014 guidewire was used for the procedure without issue and was able to cross the lesion. A 3mm x 2cm balloon non-cordis balloon catheter was used for pre-dilation of the lesion, followed by the use of a 6mm x 2cm non-cordis balloon catheter, and a 10mm x 2cm non-cordis balloon catheter. There were no reported issues during the use of the non-cordis balloon catheters. The 6f 25cm non-cordis csi was then replaced by the 7f 25cm non-cordis csi which was advanced past the lesion. The initial 14mm x 40mm 80cm s.m.a.r.t. Control ses delivery system was then inserted and advanced towards the lesion. It was then decided to remove the 14mm x 40mm 80cm s.m.a.r.t. Control ses delivery system to perform an angiogram. Upon removal of the delivery system, the stent was prematurely deployed inside of the csi. The device was stored, handled, and prepped per the instructions for use (IFU) and there was nothing unusual about the delivery system prior to use. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background was clearly visible. When removing the device from its tray, it was confirmed that the stent was still constrained within the outer sheath. There was no difficulty flushing the stopcock or the delivery system itself. Information regarding the patient's age and weight, possible tracking difficulty, percentage of stenosis after pre-dilation, locking pin placement, possible stent interference with the y-connector, and how much of the stent was prematurely deployed was requested but was not available. The device was discarded and will not be returned.